Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary investigator reported via phone call that the customer experienced hyperglycemia. Customer¿s blood glucose level was more than 600 mg/dl and despite numerous bolus attempts. Assisted with troubleshooting. Primary investigator states customer had changed infusion site and reservoir. Primary investigator states issue resolved without any nausea, vomiting or treatment at a healthcare facility. The device will not be returned for analysis.